Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported blood glucose value of 590 mg/dl. The customer reported hyperglycemia treated with hospitalization. Customer reported the following led up to the event: pump error 15 (the critical block and inverse critical block did not add to zero). The event involved product(s) mmt-1884, mmt-332a, mmt-441ag. Troubleshooting was declined for high blood glucose and it is unknown if the insulin pump system was used within 48 hours or if auto mode feature was active at the time of event. Troubleshooting was performed for pump error and customer was able to clear the error and successfully complete fill cannula delivery test. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-441ag.

Manufacturer narrative:
Additional information received regarding battery depletion recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. However, the pump had a high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. The pump was monitored and no pump error 15 alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 02-feb-2025, pump error 15 alarm was noted. Pump error 15 alarm (filenumber 38 linenumber 442) was recorded on: 02/02/2025 14:05:09.000 02/02/2025 14:15:00.000. Pump error 15 alarm (filenumber 38 linenumber 442) was confirmed according in the formatted history file, suspected on hw. Pump error 23 alarm was recorded on: 02/02/2025 14:05:11.000. Pump error 23 alarm was expected since the pump restarted due to pump error 15 alarm. Pump was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 02-feb-2025 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus (displacement test) and a 25 units bolus (dat). All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date of 02-feb-2025 in the formatted history file. Lostsensor2alert (781) was found on: 02/01/2025 11:09:00.000. Sensorexpiredalert (794) was found on: 01/31/2025 22:55:11.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 01/31/2025 12:11:00.000 insert battery alarm was found on: 01/31/2025 12:27:57.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 01-feb-2025 at 3:48:59 pm. There was no power data available for the date of 31-jan-2025. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 1 was disconnected/reconnected with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no high sleep current measurement noted. An intermittent high sleep current measurement was confirmed, suspected on the hw. Force sensor zero offset within specification (23.60 mv). The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required functional testing except sleep current measurement. Unable to verify customer alleged for high bgs. Pump error 15 alarm (filenumber 38 linenumber 442) was confirmed according in the formatted history file, suspected on the hw. Also, an intermittent high sleep current measurement were confirmed, suspected on the hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.